Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg was at end of life. Patient¿s lost stimulation early (B)(6) (unknown date). Surgical intervention was undertaken, and the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.